Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through archive/image analysis. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that the unit was inaccurate by 10mm during registration for a procedure. No other details were available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated initial reporter name.